Event description:
On (B)(6) 2026, a patient (pt), who is new to the brand, provided office visit notes for a left eye (os) event while wearing acuvue® oasys max 1-day multifocal brand contact lenses (cls). Review of the notes indicated a separate right eye (od) event. Exam date: (B)(6) 2026: ocular history: keratitis sicca both eyes (ou.) Corrected visual acuity (va) not taken. Od conjunctiva: normal. Od cornea: clear. Od anterior chamber: deep and quiet. Impression: h16.223 keratoconjunctivitis sicca of both eyes not due to sjogren's syndrome. Plan: no prescription medication instructions for od. Exam date: (B)(6) 2026: corrected va od 20/20. Od conjunctiva: normal. Od cornea: clear. Od anterior chamber: deep and quiet. Impression. H16.223 keratoconjunctivitis sicca of both eyes not due to sjogren's syndrome. Discussion: no cl at this time. Plan: no prescription medication instructions for od. Exam date: (B)(6) 2026: pt reported started to notice some redness od. Pt is complaining of ou being very dry while checking va. Corrected va od 20/40. Od conjunctiva: normal. Od cornea: 1-2+ superficial punctate keratitis (spk) inferior. Od anterior chamber: deep and quiet. Impression: h16.223 keratoconjunctivitis sicca of both eyes not due to sjogren's syndrome. Plan: no prescription medication instructions for od. Exam date: (B)(6) 2026: pt reported still noticing some redness ou. Corrected va od 20/40. Od conjunctiva: normal. Od cornea: 1-2+ spk inferior. Od anterior chamber: deep and quiet. H16.223 keratoconjunctivitis sicca of both eyes not due to sjogren's syndrome. Discussion: no cl wear. Plan: no prescription medication instructions for od. Exam date: (B)(6) 2026: pt reported redness is a little better but thinks that is normal. Corrected va od 20/20. Od conjunctiva: normal. Od cornea: 1-2+ spk inferior, trace scar at 2:00 "with fe deposit near pupil". Od anterior chamber: deep and quiet. H16.223 keratoconjunctivitis sicca of both eyes not due to sjogren's syndrome. Discussion: dry eyes ou: the pt is to use tears as needed. "Omega threes, wc and lid scrubs reviewed." Plan: no prescription medication instructions for od. Exam date: (B)(6) 2026: pt reported "redness has gone away." Corrected va od 20/30. Od conjunctiva: normal. Od cornea: 1-2+ spk inferior, trace scar at 2:00 "with fe deposit near pupil". Od anterior chamber: deep and quiet. H16.223 keratoconjunctivitis sicca of both eyes not due to sjogren's syndrome. Discussion: dry eyes ou: the pt is to use tears as needed. "Omega threes, wc and lid scrubs reviewed." Ok to resume cl wear. Plan: no prescription medication instructions for od. On (B)(6) 2026, the pt provided additional information. The suspect cls were discarded. The pt denied visiting the ecp on (B)(6) 2026. No additional information has been received. No additional information is expected. This od trace corneal scar was determined to be serious adverse event on (B)(6) 2026 upon review of the pt's office visit notes. The date of the pt¿s event is being reported as (B)(6) 2026 as the exact event date is unknown. This report is for the pt¿s right eye (od) event. A separate report will be submitted for the pt¿s left eye (os) event. A comprehensive review of the manufacturing records for lot number j003t2l was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The od suspect cls were discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.